Event description:
Cotton swab fell off in ear

Manufacturer narrative:
It was reported that the "cotton swab fell off in my ear". The user reported going to the emergency room. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.